Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID no. (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy puncture cannula was found to be damaged, during the rescue of patient which delayed the rescue. Customer considered the product to be unqualified. Another new product was used.

Manufacturer narrative:
Due to character limit in e1 event site name: (B)(6) and phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).